Event description:
It was reported that the patient experienced hypoglycemia. According to the patient, her blood glucose (bg) levels were reading "low" which indicates a bg level below 40 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hypoglycemia, fainting, loss of consciousness and numbness in her extremities. Glucagon was administered to the patient by another person in her residence. The patient also mentioned drinking juice and eating a meal after she regained consciousness to help with her low bg levels. The patient clarified she did not seek outside medical assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.